Event description:
It was reported that revision surgery was performed due to severe osteolysis of pelvis and neck of femur. Device was originally implanted in 1999.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 36 mg/dl (inform meter) and 20 mg/dl (lab), 39 mg/dl (inform meter) and 22 mg/dl (lab), 42 mg/dl (inform meter) and 23 mg/dl (lab). No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.